Manufacturer narrative:
This product is not marketed in the us. No similar complaints types events were reported for units within the same lot.

Event description:
The reporter indicated that upon handling the screw plunger of a ks-3ai, 20.5 diopter, preloaded injector, the lens rotated inside the cartridge and could not inject the lens. It was reported that there was no patient contact since the lens was cancelled to use during set up and the surgery was completed using another back up preloaded system.

Manufacturer narrative:
Device evaluation: iol was rotated, broken, and the rod passed iol as reported. The top flange was pushed down to the end. Volume of used viscoelastic material appeared to be enough. Claim # (B)(4).